Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, (B)(6) patient with a viable graft but had cvs. The surgeon decided to salvage the graft and put in a hero. This was his first hero implant and he had some difficulty getting the venous outflow component through the introducer sheath. He started with the short one then moved to the long one. Both failed. He opened a 2nd component kit and used another longer introducer. During this insertion, he may have torn the opening of the ij, so he had some trouble with blood loss during the procedure, he fixed it and moved on. Finally, he got it to pass and into the right atrium. He then made an incision at the deltopectorial groove and tunneled the venous outflow component. He then made his incision just above the existing graft and tunneled back to the dpg. He connected the graft and the venous outflow component. He left the venous outflow component a little long because he thought it would be less likely to kink over the shoulder. He then finished the end to side anastomosis at the graft. There was great thrill and a good pulse. The surgeon was very pleased, and noted that some of the patients swelling had already gone down.